Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that a system problem code was seen. The specific code was not known. The patient stated this happened when trying to charge. The patient stated that the ins was not charging at all and the battery level was still in the red. The patient described the reposition screen, checking recharge quality and looking for device the patient then stated that it is showing that implant is 70% full whereas this morning it didn't indicate that it was charging her implant. The patient stated the ins seemed "closer to the skin." The patient stated it would take longer to charge and she would have excellent recharge quality. Patient was issued a new recharger. Additional information received stated that the controller was randomly shutting off stimulation and the patient thinks she needs a controller and not the recharger. Additional information received stated that the no device found screen was still seen. And the ins could not be charged. The patient stated the ins was depleted, but the no device found message was seen the day before when the patient did have stimulation. A reset and passive recharge was tried by a manufacturer¿s representative (rep) but the issue was not resolved and it was suggested the patient get a replacement controller. It was reported passive recharge was tried for 30 minutes. Patient was issued a new controller. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.